Event description:
Additional information was received that the device was later explanted five years later after the patient passed away. There were no allegations or complaints linking the device to the patient death. (B)(6) 2014 - checked for ai, found information in trac that the patient later passed away due to unspecified causes on (B)(6) 2014 with no allegations or complaints linking the lead or device to the patient death (tg).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a dent in the case and a hole in the df- seal plug. All other seal plugs were noted to be intact and set screws operated appropriately. Pin gauge testing, designed to verify proper port dimensions, was completed. The ra and rv ports did not measure as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis concluded that the cause of the reported clinical observations was related to out of tolerance leaf springs.